Event description:
Healthcare provider reported a right side deflation and removal from textured to smooth due to the concerns of the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening. Anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: creases were observed. Wear abrasion observed. Broken on plug strap. Yellow particles were observed on the outer side of the device. Mold like appearance was observed on the outer side of the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation and removal from textured to smooth due to the concerns of the product. The device has been explanted.